Event description:
It was reported that pump displayed malfunction alarm with code that customer had not previously reset and that no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset without recurrence of malfunction alarm, was advised to continue using pump.